Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire ab stent could not be pushed out from the rebar microcatheter. After replacing the stent, it could be pushed out. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right posterior communicating artery aneurysm with a saccular morphology. Aneurysm dimensions were not specified. The patient¿s blood flow and vessel tortuosity was normal. Stroke onset to reperfusion time was noted as 0. There were no patient symptoms or complications associated with this event. Additional information received reported the cause of the solitaire resistance was not determined. A continuous saline flush was adm inistered and maintained as indicated in the IFU. There were no issue identified with the catheter used.